Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 4 it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there were 2 molecular false positive results. No patient impact reported. The following information was provided by the initial reporter: "fx 442021_3145821 - molecular fp, customer is willing to provide returns. 6 molecular fps, 5 of the 6 were dual positives, no discrepant results reported. Dates of occurrence: (B)(6). Cultures grew streptococcus spp, bacteroides vulgatus group, kleb. Aerogenes, streptococcus agalactiae, bacteroides fragilis, e. Coli gram stain was gram positive cocci or gram negative bacilli results were not reported and no treatment change."

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2647876-2023-00205 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
Report 2 of 4 it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there were 2 molecular false positive results. No patient impact reported. The following information was provided by the initial reporter: "fx 442021_3145821 - molecular fp customer is willing to provide returns 6 molecular fps 5 of the 6 were dual positives no discrepant results reported dates of occurrence: (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023 cultures grew streptococcus spp, bacteroides vulgatus group, kleb. Aerogenes, streptococcus agalactiae, bacteroides fragilis, e. Coli gram stain was gram positive cocci or gram negative bacilli results were not reported and no treatment change."